Event description:
The patient contacted animas on (B)(6) stating that the pump dispensed insulin on the load step. She says she tried numerous times and the issue recurs. There was no reported patient impact associated with this complaint. This complaint is being reported because of the load step issue.

Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r. The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Investigators were unable to exercise the pump due to a call service alarm. There was evidence of corrosion inside the pump and on multiple internal pump components, including the force sensor plate.